Event description:
Additional information received reported that the patient stated the healthcare provider (hcp) was ¿going to cobble it up,¿ with the manufacturer¿s leads he had in his back, and it didn¿t work ¿because it didn¿t have enough wires for another manufacturer¿s things or whatever.¿ the patient ended up having the manufacturer¿s entire system implanted.

Event description:
It was reported that the patient had a loss of therapeutic effects. It was reported that the patient had the ins replaced with another manufacture's device, while the leads belonged to this manufacture. It was reported that the patient only had coverage on the left side. Pt reported to only feeling stimulation on the left side, "its only doing one side instead of doing the right and left, it only does the left." It was reported that patient got a "little carryover" but "it is not good stimulation like I had." It was stated that "they're thinking is that one side, the leads to those paddles broke."

Manufacturer narrative:
Concomitant medical products: product ID 748940, serial# (B)(4), implanted: 2006-(B)(6), explanted: 2012-(B)(6), product type extension product ID 748940, serial# (B)(4), implanted: 2006-(B)(6), explanted: 2012-(B)(6), product type extension product ID 7435, serial# (B)(4), implanted: 2006-(B)(6), product type programmer, (B)(4).